Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms, even after battery change. Customer's blood glucose was 400 mg/dl. Customer resolved alarm by changing infusion set and reservoir. Customer was advised to monitor insulin pump and blood glucose.